Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the air oscillator device was damaged. It was determined that due to improper handling and improper cleaning and lubrication, many of the components were damaged or filled with debris. It was further determined that the device failed pretest for check the starting behavior, check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak, check for excessive noise, check the hose coupling, check symmetry, check saw head, check saw blade quick coupling, marking and labeling, and general condition. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.